Event description:
It was reported that this right atrial (ra) lead exhibited oversensing on the presenting and rare undersensing on the right ventricular (rv) lead. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.